Event description:
A customer reported that there was blood leaking onto the bottom tray of a coulter lh 750 hematology analyzer. The customer was wearing proper protective equipment consisting of a lab coat, eye protection, and gloves at the time of the incident. The customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse observed leaking in the tubing that closes the dispense line and isolates the sample after priming. The fse replaced the tubing and the leaking stopped. Repairs were verified as per established procedures. Results met published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).